Event description:
It was reported that the nurse experienced a channel error after programming feraheme (500mg/10ml/120ml) at a rate of 400mg/hr. The rn then detached and reattached the module and reprogrammed the infusion without any further issues. There was no patient harm reported. The event was reported to the bd clinical practice consultant when onsite during feedback with staff on daily rounds.

Manufacturer narrative:
A review of the complaint history record was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. A review of the device history record showed the device had a manufacture date of 04/24/2019. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.

Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the nurse experienced a channel error after programming feraheme (500mg/10ml/120ml) at a rate of 400mg/hr. The rn then detached and reattached the module and reprogrammed the infusion without any further issues. There was no patient harm reported. The event was reported to the bd clinical practice consultant when onsite during feedback with staff on daily rounds.